Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed calibration error, sensor error and change sensor alarms. The customer's blood glucose was in the 400 mg/dl range. He stated that he went to see his doctor and had been advised to call. He was advised that the sensor would not cause his high blood glucose and would only how his glucose was trending. The customer was advised that the sensors and charger would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.